Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA, alleging that her mother's onetouch ultra mini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began around 3.45 pm on (B)(6) 2019, alleging that the patient obtained inaccurate high blood glucose readings of "364 mg/dl" with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that the patient manages her diabetes with insulin (self-adjuster - toujeo 32 units per day and humalog as per sliding scale), and that she made no changes to her normal diabetes regimen, in response to the alleged high result. The reporter alleged that 2 hours and 15 minutes after the alleged issue, the patient developed symptoms of "unresponsive". An ambulance was called, and at 6.45 pm, the patient was treated with IV dextrose. A reading of "26 mg/dl" was obtained on the para medics meter and "126 mg/dl" on the subject meter. The patient was transferred to the emergency room. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and that the patient's test strips had been stored correctly and were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.